Event description:
Pt had surgical mesh implanted in 2003 to correct an inguinal hernia on right side. Several years later, the pt developed proteinuria. Kidney biopsy results indicated a finding of membranous glomerulonephritis. Further tests ruled out causes other than idiopathic autoimmune disorder. Pt must take ace-inhibitor to minimize kidney damage. Mesh region sensitive to touch.